Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was used, but resulted in a needle-to-cuff miss also. A third proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 proglide, part # 12673-01, lot # unk, is being filed under medwatch MFR report number: 2953144-2009-01625.